Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 62 months ago. Aneurysm and vessel morphology at the time of implant was not reported. Currently, the aneurysm is approximately 6.5 cm and the aortic neck has a 90 degree angle and it is 38-40 mm in diameter. The renal arteries take-off is lateral to the aorta. It was reported, a recent CT demonstrated that the stent graft migrated and there was a proximal type 1 endoleak present (MFR 2953200-2010-01607). The bifurcated stent graft is currently in the aneurysm sac and it buckled over itself. The physician elected to use a talent converter stent graft however, the converter slipped down and a type I endoleak was detected. A thoracic talent cuff was placed proximally to the talent converter. The inaccurate delivery, migration and the type I endoleak were resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: endoleak. Aortic neck had a 90 degree angle and is 38-40 mm in diameter. Eval, conclusion: aortic neck had a 90 degree angle and is 38-40 mm in diameter.